Manufacturer narrative:
It was reported that the patient underwent mesh revision in (B)(6) 2008 due to urinary retention. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse intestines implanting mesh system, and stress urinary incontinence implanting mesh. It was reported that the patient had the concurrent procedures of a neovagina and bilateral sacrospinous performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, urinary problems, and vaginal scarring. It was reported per ppf that the patient underwent mesh revision/removal on approx (B)(6) 2009 and (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04846. The same patient is represented in each medwatch.

Manufacturer narrative:
.